Event description:
New information received notes that the programming changes were made. The patient was asymptomatic after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. The patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were discussed.